Event description:
It was reported that the device restarted during patient use. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined by the dräger service and the log file were secured for further investigation. Analysis of the log file could confirm that the device performed several restarts due to a deeply discharged internal battery or problems of internal power supply unit. The device, savina 300, is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to check the internal battery for proper operation. In particular, the test interrupts external power sources and will switch to internal battery for 500ms. If the capacity of the internal battery is too low, and the device detects this during this short period, the test will be cancelled. If the internal batteries are completely depleted and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery, as happened in the present case. In case of a restart a corresponding error code is logged in the log file and the device alarms high prior device error after the restart. In case a ventilation is active at the time of restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. The internal battery of the device was recharged by the dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. As a precaution, the replacement of the power supply unit was offered to the customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The affected device was examined by the dräger service and the log file were secured for further investigation. Analysis of the log file could confirm that the device performed several restarts due to discharged internal battery caused by problems of internal power supply unit. The device, savina 300, is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to check the internal battery for proper operation. In particular, the test interrupts external power sources and will switch to internal battery for 500ms. If the capacity of the internal battery is too low, and the device detects this during this short period, the test will be cancelled. If the internal batteries are completely depleted and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery, as happened in the present case. In case of a restart a corresponding error code is logged in the log file and the device alarms high prior device error after the restart. In case a ventilation is active at the time of restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. The internal battery of the device was recharged by the dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. As a precaution, the replacement of the power supply unit was offered to the customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
This report is being filed to correct the imdrf coding provided with the previous report to allow a proper trending.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going

Event description:
It was reported that the device restarted during patient use. No health consequences for the patient were reported.